Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the tip broke off the screwdriver as the screw was being screwed into the bone. The tulip section of the driver also broke off. There were issues retrieving the broken piece. There was a 20 minute delay in surgery trying to remove the broken piece. No harm to patient.

Manufacturer narrative:
Investigation: used test and analysis equipment. Keyence vhx 600 d microscope. Panasonic dmc tz8 digital camera. First we made a microscopic investigation of the fracture surface of the instrument shaft. The fracture is located underneath the welding seam. The fracture surface exhibits signs of bending and torsion stress, also the opposite side at the broken off part. Batch history review: the manufacturing documents have been checked and found to according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the fracture surfaces on the instrument shaft and the broke off part exhibits the typical signs of a multi axial stress condition of bending and torsion. No CAPA is necessary.